Event description:
Caregiver reported that she opened the legs on the 9805 hydraulic lift and while moving the lift, with the legs opened, the lift tipped. Caregiver stated that the user fell approximately 3 inches to the changing table, more on his lower back because they have pillows on the table. No alleged injury or medical intervention sought.